Manufacturer narrative:
This product is not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.7mm vicm5_13.7, -7.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. Before implantation the lens tore/broke. The lens was not implanted and no patient contact is confirmed. On the same date an alternate lens was successfully implanted. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial. There was residue/debris on product. Visual inspection found the haptic bent, foreign material on lens surface (clear and white residue and debris on lens), lens is curved, and piece of optic and haptic missing. Claim # (B)(4).